Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (3.0 mg/ml at 1.2311 mg/day), compounded baclofen (600.0 mcg/ml at 246.21 mcg/day), bupivacaine (20.0 mg/ml at 8.207 mg/day), and clonidine (300.0 mcg/ml at 123.11 mcg/day) via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the patient contacted the clinic on (B)(6) 2017 reporting a personal therapy manager (ptm) error code of 8474, which indicated a pump reset had occurred. The patient reported increased pain attributed to the onset of withdrawal. The pump was interrogated, revealing a pump reset ¿ low battery message as well as a message indicating the pump entered safe state. Interventions included programming the pump to deliver two single boluses in effort to help alleviate the pain and withdrawal, as well as reprogramming the pump to resume the patient¿s previous rate. The outcome was indicated as ongoing. Additional information was received. The pump was explanted/replaced on (B)(6) 2017, and the event was resolved as of the same date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump battery with high resistance. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated device interrogation on (B)(4) 2017 revealed pump in safe state and reset occurred- low battery at 19:28.